Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735796r, product ID: 9735857, h3, h6: the system was serviced in the field by a medtronic representative. No parts needed to be replaced as one of the wires on the uninterrupted power supply (ups) was left unplugged. Once plugged in, the system functioned as intended. Codes b01, c07, d02 are applicable. For the pcoip, g02035 is applicable. For the cable, g02004 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after replacing the uninterrupted power supply (ups), the camera cart booted up to 'no video detected'. During troubleshooting, the manufacturer representative (rep) confirmed the video input settings were on high-definition multimedia interface (hdmi). The rep switched to display port (dp) and the issue persisted. The rep plugged the dp cable from the camera cart into main monitor and changed the settings to dp mode. The issue persisted. The rep did not have another dp cable. It was noted that the probable cause of the issue was the dp cable and/or pc over ip (pcoip). There was no patient involvement.

Manufacturer narrative:
H3: the cable (product: 9735857, lot: unknown) was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product 9735796, lot number: 671ag7ld5j2. It was reported that one software reset was found in the logs. The unit pinged for two hours and there was zero packet loss. The ethernet mode was set to 'auto' rather than '100mbps full duplex'. Previously submitted codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.